Event description:
I used carefree "acti-fresh" pantiliners for two days, which resulted in a severe vaginal mesh that consisted of serious swelling, a number of huge blisters and extremely painful urination (one blister seemed to block my urethral). At first, I did not know what the cause of my irritation was, so problems worsened until I was in excruciating pain and discomfort. Had I not figured out the source of my outbreak, I would have gone today to emergency room (today is sunday). As soon as I discontinued use of the product, symptoms started to improve (though 20 hours later I'm still a little sore and swollen). I am a (B)(6) woman who has been using sanitary products for decades. I have never had an outbreak like this.